Event description:
It was reported that, during a tha, when a surgeon was implanting a trident cup (52mm) in an acetabular socket, the rim of socket fractured. The surgeon had reamed it until 51mm. Therefore, he add to ream until 53mm and implanted a trident 54mm cup without any problems. He thought that the root cause was his technical error.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, during a tha, when a surgeon was implanting a trident cup (52 mm) in an acetabular socket, the rim of socket fractured. The surgeon had reamed it until 51 mm. Therefore, he add to ream until 53 mm and implanted a trident 54 mm cup without any problems. He thought that the root cause was his technical error.

Manufacturer narrative:
The event was not confirmed. Evaluation of the returned device showed that it was within specification and confirmed to be a 52mm. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other events for the reported lot. The exact cause of the event could not be determined because insufficient information was provided.